Manufacturer narrative:
The tube was discarded and therefore, unavailable for failure investigation. The device history record for the lot number provided will be reviewed. No conclusions can be made without the device. Info has been added to the database for trending purposes.

Event description:
The caller stated that she rec'd a new tracheostomy tube last week and switched it out herself. She stated that it must have a sharp edge on it because she was feeling a pinching sensation around the stoma.